Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated and had adhered to the uterus"), uterine perforation ("essure device migrated and had adhered to the uterus (term splitting)/ perforation (uterus)/perforation (uterus)") and device dislocation ("malposition of essure device location of device: left tube/migration of essure /essure coils had migrated out of the tube/migration of essure device location of device: pelvis") in a 45-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2006)), gestational diabetes, pih pregnancy induced hypertension and depression. Previously administered products included for an unreported indication: citalopram. Concurrent conditions included obesity, drug allergy, penicillin allergy and penicillin allergy. Concomitant products included citalopram. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, 7 years 1 month after insertion and 6 years 9 months after removal of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In 2010, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced dysmenorrhoea ("pain with period"). The patient was treated with surgery (removal of essure device in (B)(6) 2010 by bilateral salpingo-oopherectomy/tubal ligation), surgery (bilateral salpingo-oopherectomy) and surgery (device removal in (B)(6) 2010). Essure was removed in (B)(6) 2010. At the time of the report, the device expulsion, uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: tubal ligation was performed on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated and had adhered to the uterus/migration of essure device location of device: fundus of the uterus"), uterine perforation ("essure device migrated and had adhered to the uterus (term splitting)/ perforation (uterus)/perforation (uterus)") and device dislocation ("malposition of essure device location of device: left tube/migration of essure /essure coils had migrated out of the tube/migration of essure device location of device: pelvis") in a 45-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2004, (B)(6) 2006)), gestational diabetes, pih pregnancy induced hypertension and depression. Previously administered products included for an unreported indication: citalopram. Concurrent conditions included obesity, drug allergy, penicillin allergy and penicillin allergy. Concomitant products included citalopram. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, 7 years 1 month after insertion and 6 years 9 months after removal of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced dysmenorrhoea ("pain with period"). The patient was treated with surgery (removal of essure device in (B)(6) 2010 by bilateral salpingo-oopherectomy/tubal ligation), surgery (bilateral salpingo-oopherectomy) and surgery (device removal in (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, pelvic pain, depression and anxiety outcome was unknown and the dysmenorrhoea had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: tubal ligation was performed on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: pfs received- new event depression, mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated and had adhered to the uterus"), uterine perforation ("essure device migrated and had adhered to the uterus (term splitting)/ perforation (uterus)") and device dislocation ("malposition of essure device location of device: left tube/migration of essure /essure coils had migrated out of the tube") in a 45-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2004, (B)(6) 2006)), gestational diabetes, pih pregnancy induced hypertension and depression. Previously administered products included for an unreported indication: citalopram. Concurrent conditions included obesity, drug allergy, penicillin allergy and penicillin allergy. Concomitant products included citalopram. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In 2010, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced dysmenorrhoea ("pain with period"). The patient was treated with surgery (removal of essure device in (B)(6) 2010 by bilateral salpingo-oophorectomy/tubal ligation). Essure was removed in (B)(6) 2010. At the time of the report, the device expulsion, uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: tubal ligation was performed on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs provided. Event term ¿perforation¿ updated to ¿perforation (uterus)¿. Onset date of events updates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device migrated and had adhered to the uterus/migration of essure device location of device: fundus of the uterus'), uterine perforation ('essure device migrated and had adhered to the uterus (term splitting)/ perforation (uterus)/perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation') and device dislocation ('malposition of essure device location of device: left tube/migration of essure /essure coils had migrated out of the tube/migration of essure device location of device: pelvis') in a 45-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 2004, (B)(6) 2006)), gestational diabetes, pih pregnancy induced hypertension and depression. Previously administered products included for an unreported indication: citalopram. Concurrent conditions included obesity, drug allergy, penicillin allergy and penicillin allergy. Concomitant products included citalopram. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"), 7 years 1 month after insertion and 6 years 9 months after removal of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pain with period"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingo-oophorectomy/surgical removal of coil(s) laparoscopy and removal of coil, device removal in (B)(6) 2010 and removal of essure device in (B)(6) 2010 by bilateral salpingo-oopherectomy/tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, uterine perforation, fallopian tube perforation, device dislocation, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: tubal ligation was performed on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: result: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event "fallopian tube perforation" added. Outcome for pain and bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device migrated and had adhered to the uterus/migration of essure device location of device: fundus of the uterus'), uterine perforation ('essure device migrated and had adhered to the uterus (term splitting)/ perforation (uterus)/perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation') and device dislocation ('malposition of essure device location of device: left tube/migration of essure /essure coils had migrated out of the tube/migration of essure device location of device: pelvis') in a 45-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (((B)(6) 2004, (B)(6) 2006)), gestational diabetes, pih pregnancy induced hypertension and depression. Previously administered products included for an unreported indication: citalopram. Concurrent conditions included obesity, drug allergy, penicillin allergy and penicillin allergy. Concomitant products included citalopram. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"), 7 years 1 month after insertion and 6 years 9 months after removal of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pain with period"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingo-oopherectomy/surgical removal of coil(s) laparoscopy and removal of coil, device removal in (B)(6) 2010 and removal of essure device in (B)(6) 2010 by bilateral salpingo-oopherectomy/tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, uterine perforation, fallopian tube perforation, device dislocation, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: tubal ligation was performed on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: result: migration of essure device. Lot number: 632024 manufacture date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('essure device migrated and had adhered to the uterus/migration of essure device location of device: fundus of the uterus'), uterine perforation ('essure device migrated and had adhered to the uterus (term splitting)/perforation (uterus)/perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation') and device dislocation ('malposition of essure device location of device: left tube/migration of essure/essure coils had migrated out of the tube/migration of essure device location of device: pelvis'). In a 45-year-old female patient who had essure (batch no. 632024), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gravida ii, parity 2 (((B)(6) 2004, (B)(6) 2006)), gestational diabetes, pih pregnancy induced hypertension and depression. Previously administered products, included for an unreported indication: citalopram. Concurrent conditions included: obesity, drug allergy, penicillin allergy and penicillin allergy. Concomitant products included: citalopram. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"), (B)(6) years (B)(6) month after insertion and (B)(6) years (B)(6) months after removal of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On 2010, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pain with period"). The patient was treated with nsaids, paracetamol (acetaminophen). And surgery (bilateral salpingo-oopherectomy/surgical removal of coil(s) laparoscopy and removal of coil. Device removal on (B)(6) 2010 and removal of essure device on (B)(6) 2010, by bilateral salpingo-oopherectomy/tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, uterine perforation, fallopian tube perforation, device dislocation, depression and anxiety outcome was unknown. And the vaginal haemorrhage, menorrhagia, pelvic pain and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: tubal ligation was performed on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 32.8 kg/sqm. Ultrasound scan vagina: on (B)(6) 2010, result: migration of essure device. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: event: "fallopian tube perforation" added, outcome for pain and bleeding added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated and had adhered to the uterus"), perforation ("perforation") and device dislocation ("malposition of essure device location of device: left tube/migration of essure /essure coils had migrated out of the tube") in a 45-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2004, (B)(6) 2006)), gestational diabetes and pih pregnancy induced hypertension. Previously administered products included for an unreported indication: citalopram. Concurrent conditions included obesity, drug allergy, penicillin allergy and penicillin allergy. Concomitant products included citalopram. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 3 months 27 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), embedded device ("essure device migrated and had adhered to the uterus (term splitting)"), pelvic pain ("pelvic pain") and dysmenorrhoea ("pain with period"). The patient was treated with surgery (removal of essure device on (B)(6) 2010 by bilateral salpingo-oopherectomy/tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, perforation, embedded device, device dislocation, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered device dislocation, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: quality-safety evaluation of ptc: ptc global no: 2017-016209. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs and medical records received: patient details, other relevant history, lab data, product information, lot no added. Events: abnormal bleeding (vaginal), abnormal bleeding menorrhagia, device dislocation, pelvic pain, pain with period, perforation were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device migrated and had adhered to the uterus/migration of essure device location of device: fundus of the uterus'), uterine perforation ('essure device migrated and had adhered to the uterus (term splitting)/ perforation (uterus)/perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation') and device dislocation ('malposition of essure device location of device: left tube/migration of essure /essure coils had migrated out of the tube/migration of essure device location of device: pelvis') in a 45-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (((B)(6) 2004, (B)(6)2006)), gestational diabetes, pih pregnancy induced hypertension and depression. Previously administered products included for an unreported indication: citalopram. Concurrent conditions included obesity, drug allergy, penicillin allergy and penicillin allergy. Concomitant products included citalopram. On(B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"), 7 years 1 month after insertion and 6 years 9 months after removal of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pain with period"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingo-oopherectomy/surgical removal of coil(s) laparoscopy and removal of coil, device removal in (B)(6)2010 and removal of essure device in (B)(6) 2010 by bilateral salpingo-oopherectomy/tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, uterine perforation, fallopian tube perforation, device dislocation, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: tubal ligation was performed on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Ultrasound scan vagina. On (B)(6) 2010: result: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event "fallopian tube perforation" added. Outcome for pain and bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated and had adhered to the uterus") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) and embedded device ("essure device migrated and had adhered to the uterus (term splitting)"). The patient was treated with surgery (removal of essure device on (B)(6) 2010). At the time of the report, the device dislocation and embedded device outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and essure device migrated and had adhered to the uterus (seen as device embedment and partial expulsion). This event is anticipated in the reference safety information for essure. Coils were removed approximately 4 months after insertion procedure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of partial expulsion and embedment is unknown; however, it was diagnosed only 4 months after insertion. Despite this lack of information and given its nature, the event essure device migrated and had adhered to the uterus was considered as related to essure. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global no: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)) company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and essure device migrated and had adhered to the uterus (seen as device embedment and partial expulsion). This event is anticipated in the reference safety information for essure. Coils were removed approximately 4 months after insertion procedure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of partial expulsion and embedment is unknown; however, it was diagnosed only 4 months after insertion. Despite this lack of information and given its nature, the event essure device migrated and had adhered to the uterus was considered as related to essure. This case was regarded as incident since intervention was required. Other nonserious events were also reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.